Event description:
It was reported that the subject device was pushed into the operating room and turned it on, then it reported an error b30. The event occurred prior a therapeutic laparoscopic surgery. The procedure was complete using the same set of equipment. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not reproduced. However, white spots on the image was observed. Based on the results of the investigation, it is likely the most probable cause of the complaint was a component failure . A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 facility name: (B)(6) hospital the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was pushed into the operating room and turned it on, then it reported an error b30. The event occurred prior a therapeutic laparoscopic surgery. The procedure was complete using the same set of equipment. There were no reports of patient involvement.

Event description:
No further information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on historical data, possible causes of this failure include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.